Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was revealed that the patient's implantable cardioverter defibrillator exhibited functional loss of capture due to under-sensing on the ventricular channel as well as inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.